Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to try and gather additional information without success. (B)(4).

Manufacturer narrative:
A device history record review could not be performed as the serial number was not provided. With only the received information, a definitive root cause of the pseudoaneurysm cannot be determined. Pseudoaneurysm is a known failure mode and is addressed in the current device risk management files.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown amount of time after the implant of this bioprosthetic valve, the valve was explanted due to a pseudoaneurysm.